Event description:
The pump did not alarm for air-in-line during clinical use. The report was vague in nature and no additional info has been able to be obtained regarding specific patient info, medication involved, pump programming and set-up info, medical intervention or patient injury, despite baxter's efforts to obtain this info.